Event description:
This report summarizes 42 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Thirty-six (36) devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Six (6) devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 1 device that was pending was evaluated and it was determined the device experienced steerlock cannot be engaged, which is not reportable. 4 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device that was originally reported as evaluated, was found to not have a defect or malfunction. Section h codes have been updated to reflect this.

Event description:
This report now summarizes 40 malfunction events, instead of 42.